Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs revealed an internal battery degraded warning alarm. The internal battery was replaced to address the issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported sf101 was due to contamination while the internal battery degraded warning alarm was due to the battery controller software. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) related to pressure measurement. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the reported complaint. Visual inspection of the device revealed water damage. The pneumatic block was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) related to pressure measurement. There was no patient harm or serious injury reported as a result of this incident.